Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; factors that contribute to the inability to retract the foot, include, but not limited to tissue, or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3 correction: device returning status updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4 - a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery with a prostyle device after an interventional lower extremity procedure with a 6f sheath. Reportedly, there was resistance closing the foot and during device removal. The device was repositioned then removed from the vessel. The interventional procedure was completed. Hemostasis was achieved using the same the prostyle suture. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.